Event description:
This lead was capped and replaced due to crush. The lead was replaced with a selox st 53, sn (B)(4). There were no adverse events reported for the pt. Should additional information be received, this file will be updated.